Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The boston scientific representative reported to the biotronik representative that suddenly the impedance on the lead went over 2000 ohms. The lead was capped and remains implanted.